Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer bought three packs of the supertip soft toothbrushes and the bristles started falling out when they were brushing their teeth.